Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.

Event description:
Boston scientific crm received information that the gas gauge indicator displayed beginning of life, but the battery status showed two years remaining. There are elevated pacing thresholds for the right ventricular (rv) lead, so the output is high at 4.5v. Boston scientific technical services (ts) advised the sales representative (sr) that the gas gauge does not show smooth transitions between measurements, but instead has distinct tick marks and it is possible that the time remaining is correct but the indicator has not reached the point where the tick mark needs to change. Ts also advised the sr to obtain a magnet rate in order to determine the correct battery status and stated that a memory analysis could be performed if additional information is needed. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
--